Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege acetabular cup eventually deteriorated, detached, disconnected, created metallic debris, loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk, and/or otherwise caused patient to live in fear of developing future diseases and medical conditions. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip). Revision hip additionally loosened and required revision; however, it is unknown if these devices were manufactured by depuy. Doi: (B)(6) 2007 - dor: none reported (right hip). *patient is a resident of (B)(6). **update** (B)(4) 2013 - asr/supplemental information received. Part/lot information has been updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).